Event description:
Patient while on inpatient unit reported a pop with smoke coming from the electrical cord connected to the wound vac. Upon assessment by nursing staff box was found open and the components were exposed and possibly may have been lying in liquid on the floor. The device was immediately unplugged and removed from the room.